Manufacturer narrative:
Evaluation summary: customer complaint of stenosis was confirmed through observed host tissue overgrowth and calcification. Customer complaint of regurgitation could not be confirmed through visual observations. Host tissue on stent circumference was moderate on the outflow aspect. Host tissue fused leaflets 1 and 2 by approximately 2mm at commissure 2 on the outflow aspect. Host tissue also fused leaflets 2 and 3 by approximately 2mm at commissure 3 on the outflow aspect. X-ray demonstrated minimal calcification on all three leaflets. Calcification and host tissue restricted leaflet mobility and led to stenosis. Leaflet 3 had a 2mm non-transmural tear at the edge of the free margin near commissure 1 and was observed to be thickened and swollen at the tear. X-ray demonstrated wireform intact. A hematoma was observed on leaflet 1 at the outflow aspect. Sewing ring and cloth had multiple cuts around the valve. The wireform was exposed at leaflet 1 near commissure 2 at the outflow aspect. Additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 27mm bioprosthetic mitral pericardial valve, implanted approximately 10 years and eight (8) months, was explanted due to mitral stenosis and regurgitation. This device was originally implanted for mitral valve replacement to correct mitral regurgitation. This device was explanted and replaced with a 27mm edwards bioprosthetic mitral valve with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿recovered¿ in a general ward at the hospital. No additional details were provided.